Event description:
Livanova received report that a s5 roller pump gave a motor control failure error message during maintenance. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 roller pump. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10.: based of follow up with field service technician, no activity has been performed on this unit at this time. The customer was made aware that the error code indicated it could be an over occlusion or something blocking the rotor. If nothing is blocking it and there was not tubing in the system and the device was still alarming, then it would need the pump head replaced. The customer was recommended replacing the entire pump-head assembly. The associated cost was provided to customer and customer has not made a decision on completing the repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial report.